Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a false air in line alarm was confirmed. The assignable cause could not be determined. The device will not be repaired at this time since this is a baxter-owned unit.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of air in line when no air was present. A false alarm occurred. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.